Event description:
It was reported that the patient underwent ureter lithotomy on (B)(6) at 10:30 am and returned to the ward with a foley catheter. Bladder irrigation was given as instructed. The patient found that the catheter had slipped out by itself on (B)(6) at 01:10 am. They found that the balloon had ruptured and reported it to the doctor. The catheter was replaced, and bladder irrigation was continued. The changes in the condition were closely observed and psychological comfort was given.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.